Event description:
Caller states that she took her blood glucose and received a reading of 292mg/dl. Approx 5 hours later she reportedly took her insulin before eating and before testing her blood glucose again. Fifteen minutes later, she states she felt that her blood glucose was dropping low so she ran a test with a result of 284mg/dl. She then reports testing on another device and obtaining a reading of 62mg/dl. Caller was reportedly taken to the hosp where the hosp equipment read her blood glucose at 52mg/dl approx a half hour later. Caller states that she remained in the hosp for approx an hour and received a glucose IV, orange juice, and toast. She reports her blood glucose to have been 129mg/dl upon release. Glucose control solutions were not used. Request return of suspect device and replacement was sent.